Event description:
It was reported via repair work order that the cot is difficult to load due to a damaged load wheel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.